Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally, the usb cable issue is tier 3 and investigation is not required.